Event description:
The customer alleged that his blood glucose readings had been higher than usual. He also alleged that he received a control test that was 60 mg/dl high, out of specification. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer did not have his meter or testing supplies with him at the time of the call, so it was not possible to troubleshoot or obtain product information. When customer service attempted to get the customer's name and contact information, he ended the call. No product will be returned.

Manufacturer narrative:
The customer was unable to provide his meter serial number, so it was not possible to determine a manufacture date.